Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. While inserting the bone pin (which is used to hold the anatomy trackers used with rio) into the femur, approximately 5 mm of the tip of the bone pin broke off. The surgeon decided to leave the broken fragment in the bone.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regard to this event. The surgeon stated that the pt had very hard bone, based on difficulty of burring the implant pocket with the rio. The broken bone pin was evaluated, and it was observed that the pin sheared at the transition from the flutes to the threads, which is the weakest point in the design. Bone pin bends occur occasionally, and bone pin breaks occur rarely; both are known issues of orthopedic procedures. Tips of drills and bone pins are sometimes left in pts and are considered low risk by the surgeon. (B)(4). Surgeons were also surveyed for further insight into the issue. The analysis show the major contributing factors to bone pin breakage are: surgical technique, pt selection, failure to use a drill guide, and using a drill speed that is too slow, thereby increasing torque on the bone pin. Surgeons did not express concerns about the rate of bone pin breakage associated with the use of the rio.